Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 200mcg/ml at 300mcg/day via an implantable pump. The indications for use were cerebral palsy and intractable spasticity. The patient¿s medical history included severe cp (cerebral palsy) and multiple medical problems. It was reported the patient had skin erosion. The patient had thinning of skin over 40ml pump located on right abdomen. It was reported as possibly related to spinal curvature which caused the hip bone to hit the bottom of pump and push it up into the old incision. The environmental, external or patient factors that may have led or contributed to the event was spinal curvature, small body size. There were no diagnostics or troubleshooting performed. The pump was explanted and a new 20ml pump placed on left side. The issue was resolved at the time of the report and the patient status was noted as ¿alive, no injury¿.